Event description:
During tunneling at implant, the patient experienced excessive bleeding with the inspire tunneler. Physician applied direct pressure and applied an anti-coagulant foam to resolve the issue.